Event description:
It was reported that this right atrial (ra) lead was part of system revision due to infection and vegetation on the lead. No additional adverse patient effects were reported. This ra lead was explanted.